Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 504 mg/dl and a manual injection was used to correct. A system check was performed and the occlusion was found to be within the cartridge. Customer had manual injections available as alternate insulin therapy.